Event description:
Before the iab was removed from the tray, air leaked when the dr aspirated with the syringe. A vacuum could not be drawn on the iab. (Event complications: none from the event - reported 7/22/1998.) (Pt's current status: unk - rpt'd 7/22/1998.)